Event description:
Quickie 2 manual folding wheelchair - 6 months old - 3-bolt malfunctions, caster bolt assembly malfunctions. One bolt came loose causing severe wobble - all bolts on both sides tightened. One week later whole caster assembly tilted as the result of bottom bolt coming completely out causing: chair to tilt and user fall, sustaining injuries. One month later, bolt holding wheelchair handle to frame fell out causing potential hazard.